Manufacturer narrative:
The device was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) could not be performed as the lot number is unknown. Based on the information available, a root cause for the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion, the capsule broke. Vitrectomy was performed and the lens was replaced with an ac lens. The patient status was described as "good." No other information was available.